Event description:
This is a spontaneous case report received from an other in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert), lot number c06518, insertion attempted on unspecified date and the device did not deploy correctly. It was reported that there was some retained plastic left behind in the patient (maybe a plastic ring) and caller said the physician said it was okay and inserted another coil. Follow up (B)(6) 2015: follow up information received from a non-healthcare professional from the medical center who provided consumer's data as (B)(6). Patient was not pregnant. Essure was inserted on (B)(6) 2015 for permanent contraception. One coil didn't deploy properly. When the hcp (health care professional) attempted to take it out, the plastic ring that was part of the device, came off and stayed in the patient. Hcp chose to leave it and used another device for the same tube. No additional information was provided. Follow-up received on (B)(6) 2015: no new clinical information. Follow-up from (B)(6) 2015: ptc (product technical complaint) was received. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and/or micro-insert and/or introducer breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that there was some retained plastic left behind in the patient (maybe a plastic ring). This event, interpreted as device breakage, is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, device breakage occurred during essure insertion procedure and the device did not deploy correctly. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 01-sep-2015: the required number of follow-up attempts has been completed with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that there was some retained plastic left behind in the patient (maybe a plastic ring). This event, interpreted as device breakage, is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, device breakage occurred during essure insertion procedure and the device did not deploy correctly. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.